Event description:
It was reported that the user experienced a hypoglycemic event after announcing a meal twice earlier in the day and subsequently used oral glucose and a peanut butter cookie to treat the episode. Symptoms included dizziness with a documented blood glucose of approximately 50 mg/dl. Outcomes included resolution of the low with return to range and no alarms or hospitalization. Investigation included customer interview and troubleshooting with education on appropriate treatment of highs and lows. Investigation of this case revealed user technique contributing to hypoglycemia, specifically using meal announcements as a correction strategy rather than using appropriate treatment guidance. It was concluded, based on previously established findings for similar reports, that user error and inadequate understanding of use contributed to the event.